Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the reported issue occurred during preventative maintenance (pm). After troubleshooting by performing replacement of multiple parts (motor controller board, central processing unit (cpu) board and gas delivery system (gds)), it was confirmed that the gds fixed the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a watchdog error. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.